Manufacturer narrative:
The gas delivery system (gds) was returned for investigation. Failure analysis on the returned gds verified the customer complaint. The root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Event description:
It was reported to philips that the ventilator had a low leak-co2 rebreathing risk failure. There was no patient involvement at the time this event occurred. There was no patient or user harm reported. The customer¿s onsite engineer evaluated the incident and confirmed the reported issue. Advised that the gas delivery system (gds) needed to be replaced. Customer ordered replacement gas delivery system (gds). This resolved the issue for the customer.